Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber was found leaking water "close to the base" before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information, photographs and videograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photographs and videography revealed water was observed spraying and leaking from the base flange of the chamber. Unable to inspect any crack or damage on the chamber as it is not visible from the provided photographs and videography. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber was found leaking water "close to the base" before patient use. There was no patient involvement.